Event description:
The patient received inappropriate therapy due to noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned in two pieces for analysis. Internal insulation abrasion was found at 29.7cm to 30.9cm from the distal tip. The etfe coating was intact at the same location. An inner insulation abrasion was found at 9.1 cm to 11.0cm from the distal tip and the inner coil was visible. The etfe coating on one of the re cables was abraded at the same location.